Event description:
While performing a photopheresis procedure, after 15-20 minutes into the procedure, it was noticed that blood was beginning to pool on the instrument deck. The rear pressure sensor was dislodged from the instrument. The pressure sensor clips appear broken. The blood appears to be coming from the pressure sensor. The blood in the centrifuge bowl was not returned to the pt. The pt experienced a 180 ml blood loss. Procedure kits.